Manufacturer narrative:
Upon completion of the evaluation it was noted that the investigation did confirm the problem. A slight resistance to flow was noted and a sight over-drainage was observed on the device. The serial number of the valve was found and the product code was found to be 82-3834 and not 82-3164 as previously reported by the customer. No observations were made that would explain the flow problem reported by the customer. It might be that some biological debris, which interfered with the ability of the valve to drain were flushed out during irrigation. However, this cold not be confirmed. The valve was visually examined as well. A tear was noted in the silicone housing which surrounds the valve casing. This crack, however, would not have any incidence on the results of the pressure test since it is located near the valve outlet. It is likely that the tear observed on the silicone housing occured during the ex-plantation procedure. It could be that a sharp edge of an instrument or a scalpel would have been at the origin of the damage. Again, this could not be confirmed. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that fluid did not flow through the device due to some form of blockage, which resulted in a revision.